Manufacturer narrative:
Device not returned for evaluation. It is unlikely that this type of bur flew out if it was properly locked in the device.

Event description:
Oral surgeon using drill [or saw] in case and blade/bur flew ouut of the handpiece and got the surgeon in the hand and the surgeon had to go into surgery and have his hand operated on in the middle of a case. They think the surgeon is ok.